Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was 350 mg/dl which was addressed by performing a correction bolus via the pump. Customer was able to clear the alarm and resume insulin delivery.